Manufacturer narrative:
Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system risk analysis (sra), and corrective and preventative action (CAPA). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit for the past six months (06/04/2014 to 12/01/2014) did not observe any significant trend. ¿(B)(4). ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. ¿the catalytic converter was returned and tested. The catalytic converter failed the special test plan. The reason for return of the catalytic converter was confirmed. ¿the vacuum pump oil was discarded by the customer and was not returned for testing. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Event description:
A customer reported an event of a "foul odor" emitting from the sterrad® nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil and catalytic decomp filter were replaced. Unit meets specifications and was returned to service on 12/03/2014.